Manufacturer narrative:
10: returned product evaluation - the subject lens was received dry with residue/debris within a microcentrifuge tube. Visual inspection found a haptic broken and bent lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient high vault, significant reduction of iridocorneal angles, and significant shallowing of the ac. Medication was provided.

Manufacturer narrative:
Correction: b5: patient experienced excessive vault, significant reduction of irido-corneal angles, and shallowing of the ac. Claim# (B)(4).

Manufacturer narrative:
B5: there is another medical device report associated with this patient. This report is 1 of 2 total reports. (B)(4).

Manufacturer narrative:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient excessive vault. No significant shallowing of the ac. The lens was later exchanged for a shorter length lens, and the problem was resolved. Cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
B5: there are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).

Manufacturer narrative:
B5: there are no other medical device reports associated with this patient. This report is 1 of 1 total reports. Claim# (B)(4).